Event description:
It was reported that during the post-op check, this right ventricular (rv) lead exhibited an increase in thresholds, and the impedance measurements increased from 950 ohms to 1200 ohms. A chest x-ray was performed, and it was observed that the lead dislodged and had moved into the rv apex. Surgical intervention was performed to reposition this lead. During the revision procedure, it was observed that the helix mechanism had retracted. The lead was successfully repositioned, and the helix mechanism was redeployed. No additional adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.